Event description:
Report received of an over-delivery of heparin. The customer contact reports that the pt was ordered to receive an unspecified concentration of heparin, total bag volume of 225ml, at 8ml/hour. It was reported that the nurse programmed the pump as ordered, and the entire 225ml bag delivered in 30 minutes. According to the customer contact, the heparin drip was discontinued and no medical intervention was required. There was no reported adverse patient event. It was reported that the pt was discharged home later that day. The customer contact reports that customer contact felt the event could be due to a programming error by the nurse. The pump has been requested by the customer risk management department. Though requested, there was no further information available.